Event description:
Device 2 of 2. Reference MFR. Report#:1627487-2018-12927. It was reported that the patient experienced ineffective stimulation due to high impedances. Surgical intervention was undertaken wherein both leads were explanted and replaced. Effective therapy resumed post procedure.